Event description:
Device 1 of 2: reference MFR report: 1627487-2013-1306. It was reported the patient was experiencing a painful burning sensation at her ipg site while charging. A new le charger was sent to the patient to address the issue. Follow up information identified the issue is resolved.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r, 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a filed correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.